Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report # 3006705815-2019-01274. It was reported that one of the patient's lead had migrated and moved into the sacral space. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, patient has effective therapy. Note: it is unknown which lead is liable, therefore both leads are being reported.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-01274.